Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information allegations of asthma (new or worsening) and liver disease/toxicity. In addition, the customer reported allegations of respiratory tract irritation. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on august 11, 2025, and section h11 should be reported as: the device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer observed the following from an external and internal inspection: missing modem side and sd card side door panels. Slight dust-like contamination, hairs/fibers and potential mineral deposit stains in the air output port, hairs/fibers at the air inlet of the blower box, tiny hairs/fibers on top of the blower motor and the blower motor seal and hairs/fibers in the blower box. Bluetooth trace antenna on the pca (printed circuit assembly) was discolored and had potential corrosion on it. Unknown residue on the inside of the blower box lid and on the blower motor. The bottom of the blower motor and the inside of it had potential mineral deposit spots, indicating potential water/liquid ingress. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. The manufacturer found no error codes. Manufacturer was not able to confirm the complaint or address the symptoms specified. Manufacturer was not able to get care orchestrator information from device. Box h: device problem code, evaluation method code grid, evaluation results code grid, component code and conclusion code grid was updated.